Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during flap creation, there was loss of suction. The surgeon was able to reestablish suction and completed the lasik surgery with no impact to the patient. No patient identifiers were provided. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: sample was requested, but has not been returned for evaluation. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. These issues occur prior to the procedure and as such this type of complaint constitutes a user nuisance and would not result in a serious injury. Reports of suction issues are patient and user related. (B)(4).